Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 years after two dental implants were installed in patient's mouth it was verified their loss of osseointegration. Patient presented bone type iii and immediate load was not performed.